Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure on the left side was coming out through the left side of the fundus of the uterus/ essure not within the fallopian tube on the left side,') in an adult female patient who had essure (batch no. B97496) inserted for female sterilisation. The patient's medical history included vaginal bleeding, uterine dilation and curettage and uterine mass. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure bilaterally). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: trailing coils- right side: 6 coils left side: 4-5 coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('essure on the left side was coming out through the left side of the fundus of the uterus/essure not within the fallopian tube on the left side'). In an adult female patient who had essure (batch no. B97496), inserted for female sterilisation. The patient's medical history included: vaginal bleeding, uterine dilation and curettage and uterine mass. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure bilaterally). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: trailing coils: right side: 6 coils, left side: 4-5 coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter's information added. Event: "essure removed" was updated to "essure on the left side was coming out through the left side of the fundus of the uterus", lot number was added, rcc added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Event injury updated to medical device removal. Case category upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.